Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It had been reported that the camera head had had a scope error e238 with leakage in the telescope and a corroded coupler. The event occurred during inspection for use. There were no reports of patient involvement.